Event description:
The patient reported that over about the past two months the v-go device have been coming off. The patient is preparing the application site with an alcohol prep prior to applying the v-go device. The patient said that there is no interference with the v-go device. The patient stated that the v-go device is irritating patient stomach. The v-go devices are not available .